Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
It was reported that once the 1st revision surgery was completed (it¿s reported as (B)(4)). It was reported that the 2nd revision surgery was performed by replacing from the marathon liner (p/n: unknown) to the constrained liner (manufactured by (B)(4)) due to dislocation of the marathon liner (date of 2nd revision surgery was unknown).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Corrected (patient code and device code) the allegation reported under 1818910-2019-89672 is being retracted as this is already reported under 1818910-2019-89670.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product was reported in error. Depuy doesn't have the responsibility to make a reporting determination and submit adverse event reports for this instrument. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.